Manufacturer narrative:
Follow up 07-mar-2016: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Follow up information received on 09-mar-2016: no further information can be obtained. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils migrated out of the tube and embedded in another organ. The other essure coil perforated the fallopian tube. Due to these essure problems she had to have a hysterectomy. These events are serious due to their medical importance and listed in the reference safety information for essure. Initially, it was not specified what type of essure problems occurred. However, upon follow up it was informed that she had one coil that migrated and embedded in another organ and the other coil that perforated the fallopian tube. Considering the nature of these events and lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident since surgical intervention was performed (implied essure removal). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information was obtained.

Event description:
This is a spontaneous case report received from a consumer of unspecified age in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) and stated she had a hysterectomy in (B)(6) 2015 due to essure. She reported essure problems; however she did not specify it. Follow up information identified on 07-jan-2016 (posted by consumer): the consumer reported she had a hysterectomy over christmas break due to essure. She reported having the procedure done a number of years ago, she went back for her follow up and everything looked great. She reported one of essure coils migrated out of the tube and embedded in another organ and the other essure coil perforated the fallopian tube - hence the hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils migrated out of the tube and embedded in another organ. The other essure coil perforated the fallopian tube. Due to these essure problems she had to have a hysterectomy. These events are serious due to their medical importance and listed in the reference safety information for essure. Initially, it was not specified what type of essure problems occurred. However, upon follow up it was informed that she had one coil that migrated and embedded in another organ and the other coil that perforated the fallopian tube. Considering the nature of these events and lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident since surgical intervention was performed (implied essure removal). Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my essure coils migrated from my tube and embedded in another organ') and fallopian tube perforation ('the other essure coil perforated the fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion") and pain ("pain"). The patient was treated with surgery (hysterectomy (lavh)). Essure was removed. At the time of the report, the embedded device, fallopian tube perforation, device expulsion and pain outcome was unknown. The reporter considered device expulsion, embedded device, fallopian tube perforation and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my essure coils migrated from my tube and embedded in another organ') and fallopian tube perforation ('the other essure coil perforated the fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion") and pain ("pain"). The patient was treated with surgery (hysterectomy (lavh)). Essure was removed. At the time of the report, the embedded device, fallopian tube perforation, device expulsion and pain outcome was unknown. The reporter considered device expulsion, embedded device, fallopian tube perforation and pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. New reporter added. New event 'pain' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my essure coils migrated from my tube and embedded in another organ') and fallopian tube perforation ('the other essure coil perforated the fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("device expulsion"). The patient was treated with surgery (hysterectomy (lavh)). Essure was removed. At the time of the report, the embedded device, fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event device expulsion added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my essure coils migrated from my tube and embedded in another organ') and fallopian tube perforation ('the other essure coil perforated the fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), pain ("pain") and arthralgia ("hip pain"). The patient was treated with surgery hysterectomy (lavh). Essure was removed. At the time of the report, the embedded device, fallopian tube perforation, device expulsion, pain and arthralgia outcome was unknown. The reporter considered arthralgia, device expulsion, embedded device, fallopian tube perforation and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: sm received : events added- arthralgia. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs